Event description:
It was reported that the patient experienced overnight low glucose while using the ilet system, questioned why the pump did not adapt to prevent the lows, and documented a glucose nadir of 62 mg/dl; oral glucose was used to treat the event. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.